Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 375 mg/dl at the time of incident and current. Customer does not allege pump was under delivering. Customer advised to check for protruded, loose, customer report sticking out or flush drive support cap and the drive support cap appears normal. Customer troubleshoot was performed. Customer stated that they declined to check for the presence of leaks or air bubbles in the tubing. The reservoir will not be returned for analysis.